Event description:
A malfunction was reported with the display of a "malf 12" code on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was instructed to continue using the pump and to call back if any issues reappeared.